Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexibility sensor enabled ablation catheter was received for evaluation. Microscopic inspection of the catheter tip revealed a fracture in the catheter shaft just proximal to electrode ring 2. The wires within the shaft were fractured at this location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured catheter shaft and fractured conductor wire remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fractured catheter shaft